Event description:
It was reported while the awl was sliding over the guide wire for a tibia fracture procedure, the tip of the awl broke off. Broken piece was retrieved and confirmed on x-ray.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection confirms the tip is broken off. Handle shows evidence of strong hammer blows. This may be a sign the awl is subjected to high mechanical force, which may have contributed to the breakage. No product fault could be detected. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues.